Event description:
As reported, when user are connecting the device to the computer it is not giving them any signal. The issue found during an unknown event. There is no patient involvement on this event. Device evaluation found all static image is displayed on screen due to faulty cable unit. This report is being submitted for faulty cable.

Manufacturer narrative:
Device inspection found the reported issue was confirmed. Inspection found all static image is displayed on screen due to faulty cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the static image displayed due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.